Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental report.

Event description:
It was reported that during an operation with gamma3, the drill broke in to two pieces. The surgeon could not retrieve part of the drill, which was left in the patient.